Manufacturer narrative:
The associated complaint devices were not returned. The particle associated with this complaint was returned and evaluated. The material analysis concluded that the metallic particle was a titanium alloy, which is consistent with the material used to manufacture the tibial base. The origin of the particle could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after the implantation, a foreign particle was found, and it was picked up from the patient body. It was unknown if the particle was caused by the instruments or implants.